Event description:
It was reported needle 21ga 2in had foreign matter. The following information was provided by the initial reporter, translated from dutch: "the complaint concerns the fact that there is something yellow in the sleeve and at the end it has turned black."

Manufacturer narrative:
H6: investigation: a device history record review was completed for provided lot number 210516. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and three blister package strips of five needles each were returned for evaluation by our quality engineer team. The blister packages were unopened. One of the needles presented a shield component with foreign matter embedded within it. The foreign matter was yellowish in color. Upon further examination, the foreign matter was identified as residue from the auxiliar components of the molding machine. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle 21ga 2in had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "the complaint concerns the fact that there is something yellow in the sleeve and at the end it has turned black".